Event description:
During procedure physician stated that the device was not "functioning well". As physician was withdrawing the catheter it broke. The proximal portion of the catheter was removed. The distal portion remained in pt. Surgical intervention was required to remove catheter from femoral graft.